Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17730857l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: thermocool® smart touch® sf bi-directional navigation catheter (x2), us catalog #: d134805, lot #: 17730857l. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that during the ablation, the temperature of the thermocool® smart touch® sf bi-directional navigation catheter soared and the ablation could not be conducted. The catheter was removed from the patient¿s body and a clot was stuck to the tip of the catheter. The catheter was replaced and the issue resolved. It was also reported that the temperature of the second thermocool® smart touch® sf bi-directional navigation catheter used was not displayed and the ablation could not be conducted. The catheter was replaced and the issue resolved. The third thermocool® smart touch® sf bi-directional navigation catheter, an error 106 was displayed and the contact force could not be obtained. The cable was changed but the issue continued. The catheter was replaced and the issue resolved. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The high temperature issue was assessed as not reportable. Since the generator stopped delivering radiofrequency, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The clot was assessed as a reportable malfunction. The temperature not displaying was assessed as not reportable. The ablation cannot be performed since there¿s no radiofrequency energy applied. The potential that it could cause or contribute to a death or serious injury was remote. The force sensor error of 106 being displayed was assessed as not reportable as the catheter cannot be used and needs to be replaced. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote.

Manufacturer narrative:
Additional information was received on february 8, 2018 on this event. It was clarified that the material found on the tip of the catheter was char and not a clot as originally reported. The physician did not consider that the char was excessive. The physician also did not consider the amount of char observed caused a potential risk to this patient. The patient did not exhibit any neurological symptoms since the procedure was completed. No error message was observed. The temperature soared with the first catheter. The temperature limiter worked as the system stopped the ablation when the cut off value was exceeded. The temperature was not displayed with the second catheter and the ablation could not be conducted. The generator was set to power control mode at about 30w. Saline solution was used. Per the additional information received clarifying that the material on the catheter was char and not a clot, the MDR determination has been re-assessed from a reportable malfunction to ¿not reportable¿. Char is a physical phenomenon of radio frequency. It can be the normal result of the ablation process. The presence of char on the electrode does not represent a serious injury in itself nor is necessarily the result of device malfunction. Char can be seen in all ablation catheters. However, since it has already been reported to FDA, any additional updates received will continue to be reported. Concomitant product: stockert j70 rf generator. Model #: m-5463-320. Serial #: (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 3/14/18. During the assessment, it was discovered that there was char on the distal tip of the catheter and the deflection knob was separated from the handle. This char issue and it¿s assessment was already provided on the 3500a supplemental. The deflection knob separated from the handle was not previously reported. Therefore, it has been assessed as not reportable. If the rocker arm used to deflect the catheter is detached, the issue is highly detectable. The potential risk that it could cause or contribute to a death or serious injury was remote. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
During additional device assessment on april 4, 2018 by the biosense webster failure analysis lab, it was discovered that the shaft was damaged with metal exposed approximately at 21.5 inches from the distal electrode. This issue has been assessed as a reportable malfunction. The awareness date for this issue is april 4, 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that during the ablation, the temperature of the thermocool® smart touch® sf bi-directional navigation catheter soared and the ablation could not be conducted. The catheter was removed from the patient¿s body and a clot was stuck to the tip of the catheter. The catheter was replaced and the issue resolved. No patient consequences were reported. Additional information was received on february 8, 2018 on this event. It was clarified that the material found on the tip of the catheter was char and not a clot as originally reported. The physician did not consider that the char was excessive. The physician also did not consider the amount of char observed caused a potential risk to this patient. The patient did not exhibit any neurological symptoms since the procedure was completed. No error message was observed. The device was visually inspected and char was found on the catheter tip, and the rocker arm was found detached. Also, the shaft was found damaged with exposed metal and a bent was observed. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, an irrigation test was performed and the catheter failed, further investigation revealed that the issue is related to the bent shaft. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage along the shaft cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).